Event description:
It was reported that the patient presented during a follow-up. Upon review, the implantable cardiac monitor exhibited inappropriate alerts for atrial fibrillation. No intervention was performed. The patient was in stable condition.